Event description:
Customer reported issues with the insulin pump. Customer states that the bolus and the act buttons are not working on the insulin pump. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button response due to open connector on lcd board. Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button response due to open connector on lcd board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.